Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, a pause episode was recorded and noise with coupling intervals of 125 ms was observed at the atrial level in this episode. Noise was slightly recorded in ventricular channel as well. An explanation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.